Event description:
Customer opened a pack of sterile towels, product 28700-004, that reportedly had large pieces of lint on them. The towel was removed from the prep area and not used on the patient.

Manufacturer narrative:
Review of the device history record (DHR) did not indicate any exception that could lead to the reported incident. The average linting data is 0.162g/10pcs. The actual complaint sample was not available for investigation, but photos were provided. Review of the photos revealed a foreign object; however, no abnormal linting can be found. The supplier was unable to confirm the product was linting based on the photos alone. According to supplier, or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. The investigation revealed no abnormal situation happened in production; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trends for this type of incident.